Manufacturer narrative:
DHR review has been completed for lot 5k293 and no issues were identified. Customer has agreed to return unused samples but to date they have not been received.

Event description:
It was reported by the user that on (B)(6) 2016, while inserting the vapro standard catheter, the user felt the catheter becoming difficult to insert -as if it was becoming rough and gritty. He stated that he felt a sharp pain like something popped and then he began bleeding. The bleeding stopped after about 4 minutes. He became tired and felt like he had kidney failure again. Based on conflicting reports, he was diagnosed with urosepsis sometime between (B)(6) 2016. He was admitted to the hospital on (B)(6) 2016 for 5 days and treated for urosepsis with IV antibiotics. He is now feeling better.